Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient contracted an infection. The implantable pulse generator (ipg) was explanted and replaced. The right ventricular (rv) lead and the right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.